Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose (bg) level was 381 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump for insulin therapy.